Event description:
During the review of a poster at the (B) (6) meeting, the following info was identified. Randomized controlled trial of osteoconductive fixation screws for anterior cruciate ligament reconstruction: pt presented post operative condition with cyst formation.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)